Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem customer technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Additionally, it was reported that the load process was initiated without user interaction, prompting the customer to complete the load process again. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received. Customer's blood glucose was 122 mg/dl.